Event description:
Broken clamp on the white lumen of the pt's trifusion. Trifusion had been in place since last (B)(6) 2011. Needed to have catheter replaced. Replacement without incident. Lot number unavailable.